Event description:
The customer obtained a non-reproducible, higher than expected vitros vanc patient result (patient a result = 44.20 g/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected patient result was reported to the clinician, and a corrected report was issued (repeat patient a result = 15.05 g/ml). There was no allegation of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros vanc patient result was obtained. The investigation could not determine a root cause. However, an issue related to the specific in-use reagent pack cannot be ruled out as a possible contributor to the event. There was no evidence that the vitros 5600 analyzer had malfunctioned.